Manufacturer narrative:
The customer indicated the devices were discarded. The devices were not returned to hospira for testing and investigation; therefore, attribution of the issue to the devices could not be determined. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).

Event description:
General report received of an unspecified number of undocumented incidents of no flow. The solusets were being used to deliver unspecified volumes of lactated ringer's solution. It was reported that after approximately 20 minutes in use, the anesthesia staff noted that the flapper valves in the solusets closed and remain stuck closed. The customer contact reported that solusets were not empty prior to the flapper valves closing. It was reported that the staff either squeezed the drip chambers below the solusets or squeezed the solusets to free the flapper valves. It was reported that if the flapper valves were not freed, the solusets were replaced. There were no reported adverse pt effects and no reported delays in therapies critical for these pts. No medical interventions were reported. Though requested, no add'l info was provided.